Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting. The patient was treated with insulin via manual injections. The pod was worn during the hospital visit. The healthcare physician suggested patient to stop using the pod and deliver insulin utilizing manual injections until the door housing of the personal diabetes manager (pdm) was fixed. The patient was discharged after 2 days. After the patient was released from the hospital, the patient was prescribed anti-nausea medication to stop the vomiting.